Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient experienced delayed onset nodules in the temples, cheeks, and lower face after they were injected with two syringes of juvéderm vollure¿ xc. Treatment is noted as hylenex. Event resolution is unknown at this time. Patient was concomitantly injected with juvéderm voluma® xc.